Event description:
Information received by medtronic indicated that the insulin pump's buttons were harder to push, sometimes were nonresponsive and buttons stuck when pressed down. Customer stated that the insulin pump's screen was harder to read, was dimmer, had scratches on the casing, reservoir and battery compartment. Insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.